Manufacturer narrative:
(B)(4). Batch # n53t6h. Additional information requested and received: can you please clarify if the device delivered a complete cut line, if it did, were the cut line and the staple line equal in length, or were staples only deployed on the proximal end of the staple line but the cut line was complete: no staples came out from distal part. Staples deployed in proximal end were malformed. Incomplete staple line but cut line was complete.

Event description:
It was reported that during an open right upper lung procedure, diagnosed as squamous carcinoma, the surgeon used the device to fire on right upper pulmonary artery. It was reported that the distal part of the staples didn¿t came out and part of the rest staples malformed after the firing which led to bleeding on the anastomotic artery immediately. The surgeon began to use hand sewing to close it. The whole surgery was prolonged more than half an hour. The patient is out of danger now. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis showed that the atw45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The reload was received fully fired and with the reload lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information, please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.